Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The transmitter was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. Pairing testing was performed adn the test failed. Additionally, data log review was repeated at the time of device evaluation and confirmed loss of connection. The reported event of loss of connection was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on 05/09/2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 06/03/2016 and confirmed the reported loss of connection. No additional patient or event information is available.